Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported fails to detect air in line. Evaluation inspected the device but did not detect the reported issue. Evaluation determined that the issue is attributable to an out of specification ultrasonic sensor after measuring low outputs from the component. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an air in line during set up. There was no patient involvement. No additional information is available.